Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17701896l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: ep shuttle generator. Us catalog #: unknown. Serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade, heart block, and mental status changes (requiring medication). While ablating for pvcs in the left ventricle, the patient became significantly hypotensive and reported visual disturbance (objects appeared tilted 90 degrees). Ultrasound revealed a very small cardiac tamponade. It was determined that the neurological symptoms were not secondary to the tamponade. An unspecified medication was administered and the patient returned to baseline condition with resolution of the neurological symptoms (visual disturbance). Remainder of procedure was aborted. Patient underwent CT (computed tomography)/MRI (magnetic resonance imaging). There is no information regarding imaging results. Post-procedure staff discussion revealed that the patient received only 8000 units of heparin and that a left bundle branch block (lbbb) occurred during the procedure. No further information is known regarding the patient status. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Ep shuttle generator parameters included power cut-off at 35 watts, temperature cut-off at 40 degrees celsius, and impedance minimum cut-off at 50 ohms and maximum cut-off at 250 ohms. Ablation was briefly performed in the left ventricle at 35 watts. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a pericardial effusion (requiring no medical or surgical intervention), heart block (requiring no medical or surgical intervention), and mental status changes (requiring no medical or surgical intervention). While ablating for pvcs in the left ventricle, the patient became significantly hypotensive and reported visual disturbance (objects appeared tilted 90 degrees). Ultrasound revealed a small pericardial effusion. No intervention was necessary. It was determined that the neurological symptoms were not secondary to the effusion. Patient returned to baseline condition with resolution of the visual disturbance. Remainder of procedure was aborted. The physician¿s initial assumption was that a thrombus detached and traveled to the cerebral vasculature. Post-procedure MRI (magnetic resonance imaging) findings were within normal limits. It was noted that the physician considered the possibility of psychological issues being the source of the visual disturbance. Post-procedure staff discussion revealed that the patient received only 8000 units of heparin and that a transient left bundle branch block (lbbb) occurred during the procedure. At the end of the procedure, the lbbb was no longer detected on the body surface ECG. Upon receipt, the catheter was visually inspected and rocker arm was found detached from handle. During the analysis, marks of welding were found in the device that indicates a proper assembly of the rocker arm. All analysis were performed using another rocker arm. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The catheter passed all specifications. The root cause of the adverse event remains unknown. The root cause of the detachment of the rocker arm could be related to the manipulation of the device. The instructions for use(IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information received on january 19, 2018 on the event. There is no information regarding extended hospitalization. Patient fully recovered. There were no patient factors cited that may have contributed to the events.. Physician¿s opinion regarding the cause of the events is that they were related to procedure and patient condition. It was noted that it is highly unlikely that the small pericardial effusion was caused by ablation and that bwi products did not play a role in the injury. No transseptal puncture was performed. There is no sheath information. Generator was set on power control mode with power cut-off at 35 watts, temperature cut-off at 40 degrees celsius, and impedance cut-off of 250 ohms. There is no information regarding generator settings at the time of injury, as the injury was not likely secondary to ablation. Power was not titrated. Ablation was briefly performed in the left ventricle at 35 watts for several seconds each. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 8 ml/min while ablating at less than 30 watts and 15 ml/min while ablating at greater than 30 watts. Patient received anticoagulant (heparin 8000 units) during the procedure with activated clotting time (act) maintained in an unspecified range. There is no information regarding shaft proximity interference value. Thermocool smarttouch bidirectional sf catheter was not in close proximity to another catheter. Thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Force visualization features included graph, dashboard, vector, and visitag (ablation index). Visitag parameters for stability were 3 mm and 3 seconds. Additional visitag filter included force at 25% and 3 grams. Color options were used prospectively included ablation index. There were no errors observed on any bwi equipment during the procedure. Additional concomitant product: carto 3 system us catalog: unknown serial #: unknown (B)(4)

Manufacturer narrative:
Additional clarification was received on the event on (B)(6) 2017. The patient suffered a pericardial effusion (requiring no medical or surgical intervention), heart block (requiring no medical or surgical intervention), and mental status changes (requiring no medical or surgical intervention). The physician¿s initial assumption was that a thrombus detached and traveled to the cerebral vasculature. Post-procedure MRI (magnetic resonance imaging) findings were within normal limits. It was noted that the physician considered the possibility of psychological issues being the source of the visual disturbance. Post-procedure staff discussion revealed that the patient received only 8000 units of heparin and that a transient left bundle branch block (lbbb) occurred during the procedure. At the end of the procedure, the lbbb was no longer detected on the body surface ECG. (B)(4). The bwi failure analysis lab received the device for evaluation on november 15, 2017 and noted that the deflection knob was separated from the handle. This returned catheter condition was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)